Event description:
It was reported that the staples spontaneously detached, poor grip on the skin, the staples did not reach the skin edges well.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what was the nature of the surgical procedure? This problem is recurrent in several types of surgery, both for the closure of a caesarean wound, and for the closure of wounds in orthopedic surgery. Was the stapling done by one or two people? The stapling was carried out by two people, one bringing the edges of the skin together and the other handling the stapler. What is the user experience using ethicon skin staplers? It is about a head of clinic using them for at least a year. Have the edges of the skin been approximated with forceps in front of the stapler? Yes, the edges of the skin did come together when using the stapler consequences for the patient? 1° pain, 2° bleeding, 3° lengthening the healing time, 4° increased risk of infection. The staples went through the tissue. No information can be provided related to the skin edges approximated with forceps ahead of the stapler.